Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Device remains implanted.

Event description:
A future revision procedure has been indicated due to right ankle post-traumatic talar avascular necrosis and an open displaced fracture of the neck of the talus with failed hardware, pain, stiffness, aching, swelling, and weakness that is aggravated by standing and walking.